Event description:
The vad coordinator informed the manufacturer's clinical representative that a thrombus formation was visible on the inflow portion of the pt's right ventricular assist device (rvad). The patient is being supported by bivads and is said to have experienced rv recovery since being implanted, and is now experiencing lower flows on the rvad side. The patient is currently being supported in fixed rate with no fill signal. A chest CT was done when the center noticed the rvad "thrombus" had disappeared and the patient's respirations had increased. The CT scan showed a positive pulmonary emboli in the right pulmonary vasculature. The patient's anticoagulation had been increased due to difficulty maintaining therapeutic levels. The pt was not on aspirin and is currently asymptomatic and stable. The patient shows no signs of an rvad clot, anticoagulation levels are now in the therapeutic range and a CT scan showed resolution of the pulmonary emboli.